Event description:
It was reported that the mattress top cover was stained with possible fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the mattress had fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results which determined there was a stain on the mattress cover. Customer acknowledged cleaning procedures in manual were not being followed and has adjusted cleaning procedures to prevent future issues.